Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation in relationship to the reported hole in package, the tyvek lid had a puncture but the blister pack did not look damaged or dented. The seals appeared to be uniform and complete. The device does not appear to be disturbed or damaged.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. When the returned main housing was attached to the trigger and activated, the device operated as intended. The foreign matter in the package was one of the posts from inside of the trigger housing of the device. It is likely that the post bent and broke off during the assembly process. The device was tested and met all visual, quality, and manufacturing specifications prior to release for shipment.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6)/2013. During the procedure, foreign matter was found inside the sealed package. It was also reported that there was a hole in the tyvek. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested for clarification of issue.